Event description:
I used polygrip from 1970-1975 and fixodent from 1976-2009. While I was using the fixodent I have started having numbness and tingling in my extremities. In 2009, I was diagnosed with neuropathy. I have not had a test for copper or zinc. My neuropathy is permanent and requires continued medical care. Dose: 1. Denture cream. 2. Polygrip. Frequency: 1. 3xdaily. 2. 3xdaily. Route: 1. Oral. 2. Oral. Dates of use: 1. 1970-1975. 2. 1976-2009. Diagnosis: denture adhesive cream. Event abated after use stopped: 1. No. 2. No.